Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to increase amplitude. The patient reported attempts were made to adjust therapy but the system would auto-reduce to zero by itself. As a result, ipg replacement may occur.

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6)2019. Effective therapy was established post-operatively. Issue resolved.